Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found, defib conductor distorted, and damaged at implant.

Event description:
It was reported that during implant attempt, the lead prolapsed sharply in the body, exiting the sheath. Upon removal from the body, the stylet was removed and a bend remained at the distal end of the rv coil. The lead was not implanted. No patient complications have been reported as a result of this event.